Event description:
Reporter noted intermittent error messages, then system wouldn't work; changed out to complete case. No injury occurred.

Event description:
Event occurred at the start of phaco. Prognosis reported as excellent.